Event description:
Prior to the implant procedure, the right ventricular (rv) lead helix was unable to be retracted. The event was resolved by replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with dried blood/tissue. After cleaning, the helix can be retracted and extended by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event was isolated to the helix being clogged with dried blood/tissue. Visual and x-ray inspections of the lead did not find any anomalies.